Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube window, a missing reservoir tube o-ring and a completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and held together with tape. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.